Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes is a known cause of hyperglycemia, thirst, and diabetic ketoacidosis. A root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they went into diabetic ketoacidosis. Patient stated that she was flying from (B)(6). While in (B)(6), she changed planes and felt odd and thirsty. Patient was wearing a sensor at the time, but stated she did not check her dexcom device or pump during the flight. When she arrived in (B)(6), she still felt odd and drove herself to the emergency room (ER) at (B)(6). The ER recorded her blood glucose level at 694mg/dl and she had atrial fibrillation. Patient was hospitalized and spent three days in the intensive care unit due to heart issues. While hospitalized, the patient did not wear their dexcom or pump. Patient reattached pump and inserted a new sensor the day she was released. Patient's bg readings have been spot on since event. Patient is fine now. No additional event or patient information is available.